Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. The implantable cardioverter defibrillator was in backup operation. The patient was not feeling well during the backup operation. The device was restored successfully and the patient would continue to be monitored with regular follow-up.